Event description:
Customer's relative called to report that the customer was siting on a swing and accidently banged into the pole of the swing set and dented case of the pump. Also stated that they could not hear any audible tone.